Event description:
Results: date: (B)(6) 2008, inratio: 6.4, lab: 9.5. On (B)(6) 2009, discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2008; inratio: 6.4; lab: 9.5; mean: 8.0; confidence limits: unable to determine. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits where the mean is greater than 5.0 and the difference between inr's is greater than 2.2, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation when meter is returned. As of jan 5, 2009, the meter was not expected to return. Hence, no further investigation possible.

Manufacturer narrative:
As of jan 5, 2009, the meter was not expected to return. Hence, no further investigation possible.